Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process and a cartridge change error occurred. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.